Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the fiber broke while inserting in flexible ureteroscope and burnt the physician's hand through his glove. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber broke while inserting in flexible ureteroscope and burnt the physician's hand through his glove. The procedure was completed with another device. There were no patient complications.